Event description:
Affiliate indicated that during pta to the left subclavian artery, the balloon ruptured at eight atmospheres. The target lesion was moderately calcified and tortuous, with 80% stenosis. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. Another balloon of unknown make was used to successfully complete the procedure. There was no report of patient injury. As per the reporting affiliate, no additional patient or procedure-related information is available. The product is not available for evaluation and testing.